Event description:
Customer called to report a blank display. Customer's blood glucose reading was 319 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
No battery out limit alarm or off no power without a low battery alarm was noted. All operating currents were within specification and no unexpected weak battery alarm or blank display was noted. The off no power alarm functioned properly and the insulin pump passed the self test. The insulin pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).